Event description:
It was observed that during device evaluation, the colonvideoscope jet tube, bending section cover and connecting tube had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found in addition to the findings in b5 that due to clogging of the jet tube in control unit, water cannot be supplied. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. There was no deviation from instructions for use (IFU) in the reprocessing steps. No physical damage of the device was confirmed at where the foreign material was remained. Reprocessing information: customer reported that manual washing and reprocessing are always carried out according to manual. The only variation is in the dilution of the enzymatic detergent and in any case always in line with the indications of the data sheet. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.